Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with cystoscopy due to mild cystocele, urethral hypermobility and sui. It was reported the patient underwent excision of vaginal mesh, urethrolysis, and cystoscopy on (B)(6) 2011 due to vaginal mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent a tvh on (B)(6) 2011 due to menorrhagia and failed medical therapy. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/26/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary problems, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. (B)(4).